Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, the patient presented with dyspnea on exertion. The patient was admitted and treated for heart failure with intravenous therapy medication. The dyspnea resolved two days later and the patient was discharged. No additional adverse patient effects were reported. Additional information received anemia was identified 5 days following the valve implant. No treatment reported. The anemia resolved one day later. The physician indicated the anemia was possibly related to the delivery catheter system (dcs) and valve procedure. The physician indicated the dyspnea with exertion was not related to the medtronic products or implant procedure. The cause was not reported. Additional information was received indicated that hemoglobin (hb) measured five days following the valve implant was 5.9 millimoles per liter (mmol/l). Six days following the valve implant, hb was measured at 6.4 mmol/l. Noticeable breathing sounds were observe with no noticeable breathlessness. A capillary arterial blood gas (abg) test showed a slightly reduced oxygen saturation. The prednisolone was administered intravenously. The patient stated that ¿they had to inhale more deeply in order to get the right amount of air.¿ no shortness of breath was experienced while at rest and no dyspnea was experienced under light exertion. The dyspnea event was classified as heart failure (hf) per the protocol definition. Additional information received indicated normocytic, normochronic anemia presented in the context of blood loss during the valve implant procedure. Additional information was received to correct previously reported information. The dyspnea on exertion first presented five days following the valve implant procedure and resolved three days later. In addition, the physician's relatedness between the valve implant procedure and the dyspnea on exertion was assessed as possible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicated that hemoglobin (hb) measured five days following the valve implant was 5.9 millimoles per liter (mmol/l). Six days following the valve implant, hb was measured at 6.4 mmol/l. Noticeable breathing sounds were observe with no noticeable breathlessness. A capillary arterial blood gas (abg) test showed a slightly reduced oxygen saturation. The prednisolone was administered intravenously. The patient stated that ¿they had to inhale more deeply in order to get the right amount of air.¿ no shortness of breath was experienced while at rest and no dyspnea was experienced under light exertion. The dyspnea event was classified as heart failure (hf) per the protocol definition.

Event description:
Additional information received noted anemia was identified 5 days following the valve implant. No treatment reported. The anemia resolved one day later. The physician indicated the anemia was possibly related to the delivery catheter system (dcs) and valve procedure. The physician indicated the dyspnea with exertion was not related to the medtronic products or implant procedure. The cause was not reported.

Manufacturer narrative:
Updated data: b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the dyspnea on exertion was not related to the medtronic products or implant procedure.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Laboratory data was available, but inadvertently omitted from the previous medwatch submitted #2025587-2024-01934. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, the patient presented with dyspnea on exertion. The patient was admitted and treated for heart failure with intravenous therapy medication. The dyspnea resolved two days later and the patient was discharged. No additional adverse patient effects were reported. Additional information received anemia was identified 5 days following the valve implant. No treatment reported. The anemia resolved one day later. The physician indicated the anemia was possibly related to the delivery catheter system (dcs) and valve procedure. The physician indicated the dyspnea with exertion was not related to the medtronic products or implant procedure. The cause was not reported. Additional information was received indicated that hemoglobin (hb) measured five days following the valve implant was 5.9 millimoles per liter (mmol/l). Six days following the valve implant, hb was measured at 6.4 mmol/l. Noticeable breathing sounds were observe with no noticeable breathlessness. A capillary arterial blood gas (abg) test showed a slightly reduced oxygen saturation. The prednisolone was administered intravenously. The patient stated that ¿they had to inhale more deeply in order to get the right amount of air.¿ no shortness of breath was experienced while at rest and no dyspnea was experienced under light exertion. The dyspnea event was classified as heart failure (hf) per the protocol definition.

Event description:
Additional information received indicated normocytic, normochronic anemia presented in the context of blood loss during the valve implant procedure.

Manufacturer narrative:
Updated data: b5, d10 continuation of d10: product ID d-evprop23-29gc; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evprop23-29gc; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, the patient presented with dyspnea on exertion. The patient was admitted and treated for heart failure with intravenous therapy medication. The dyspnea resolved two days later and the patient was discharged. No additional adverse patient effects were reported.